Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that they were seen by their dentist and provided a letter of recommendation. An orthodontic examination was completed and after a cephalometric evaluation, extra-oral photos and io diagnostic study were done, the dentist recommends an upper rpe (rapid palatal expander) and lower schwartz appliance prior to finishing before any further clear aligner treatment. This is to achieve the needed 4-7mm of interarch width needed for proper alignment. Recommendation is to cease aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.